Event description:
Related manufacturer reference number: 2017865-2021-29924. It was reported that a patient presented in-clinic with discomfort. Upon interrogation, the patient's right atrial (ra) lead was found to have high capture thresholds and low p-wave sensing. Diaphragmatic stimulation was also noted on the ra lead. Upon performing a chest x-ray on (B)(6) 2021, the ra lead was found to have dislodged. The imaging also revealed that the patient's pacemaker had migrated from its original position. Both the lead dislodgement and pacemaker migration were attributed to twiddler's syndrome. On (B)(6) 2021, the pacemaker was repositioned and secured in place, and the ra lead was explanted and replaced. The patient was stable throughout and no symptoms were reported.